Event description:
The autopulse li-ion battery (s/n (B)(4) does not power on the autopulse platform. The status leds on the battery show 4 solid green lights, indicating that the battery is fully charged. To troubleshoot the problem, the customer moved the charger inside to charge the battery under the air conditioner. The customer noticed that sometimes, the battery works as intended in the mornings. But in the afternoon, the battery fails to power on the platform. No patient involvement.

Manufacturer narrative:
Zoll has not yet received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.